Manufacturer narrative:
Follow-up #1 08/12/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2011 with the following findings: the pump black box history indicated that there was a replace battery alarm at 5:20 am. The pump then entered a reboot cycle due to a depleted battery. During investigation, the pump booted to the "verify" screen with functional alarms. The pump was exercised for 24 hours without any interruptions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that a pump had no power. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump would not power on. There is no evidence that the pump was working improperly or that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.